Manufacturer narrative:
The device has not been returned to the manufacturer and so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the intra aortic balloon (iab) the three-way stopcock lever on the rod port of the trp 40cc sheath introducer broke and was replaced to a sheath made by another company. There were no patient harm or injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11, d9.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. The 7.5fr sheath and three-way stopcock were returned for evaluation. No damage was observed on the sheath or attached side port, and the sheath was within specification. The iab catheter was not returned. The three-way stopcock was returned with a missing piece that was returned separately indicates a break. The evaluation confirms the reported issue. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a